Event description:
See also MFR report 300420917820082363. The pt reported that she developed a seroma which required drainage. It was decided to leave the drain in place. A second seroma developed which also required drainage with the drain being left in place. Some tissue that had formed and closed was also removed. A few months later, the pt underwent vac therapy and ended up wearing the wound vac for four months. A new device was implanted on the opposite side of the pt's body which is delivering good therapy. Info from the hcp indicated, the ins and lead were explanted due to seroma and wound dehiscence. The wound is still draining fluid and the pt is currently seeing a wound specialist for care.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said their first implantable neurostimulator (ins) had fluid collection in the pocket so they had it removed. The patient further said the fluid build up was chronic and it always seemed like the area around implant was a little puffy; the patient further thought the location of where the implant was placed had caused the issue because they think it was placed on a lymph. After ins removal, the patient further said they had all of these problems because they had to have a wound vac for 4 months. The fluid in pocket issue was resolved when their second ins was placed. The patient's indication for use is urinary dysfunction/sacral nerve stimulation. No further patient complications have been reported as a result of this event.